Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the pacemaker battery status indicator displayed by the programmer indicated elective replacement indicator (eri) however the estimated longevity remaining displayed was <0.5 year to eri status. Boston scientific technical services (ts) was contacted for assistance. Ts advised to replace the pacemaker. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. According to the device system guide, the "time remaining is displayed from >5.0 years to <0.5 years in 0.5-year increments." Based on this information, the device properly displayed the longevity remaining.

Event description:
Additional information received indicates that this device was explanted. No additional adverse patient effects were reported.